Event description:
Clinical study: 1 day after a coronary drug eluting stenting procedure the patient expired. The lesion being treated was a 4.0mm 90% stenosed proximal right coronary artery (prox rca). The lesion was predilated. Then the physician placed a taxus express2 8.8% 3.50x8mm drug eluting stent in the prox rca. The next day the patient expired. In the opinion of the physician the cause of death is listed as cardiogenic shock. There was no autopsy. In the opinion of the physician the relationship of the death to the target vessel is "unknown".